Event description:
It was reported that on (B)(6) 2023, a patient underwent a medial patellofemoral ligament reconstruction using a biosure ha anchor due to a patellar dislocation of the left knee. On (B)(6) 2023 the patient was admitted to the hospital because of the development of a wound erythema. The patient underwent debridement and the anchor was removed. Patient recovered well after the surgery and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that on (B)(6) 2023, a patient underwent a medial patellofemoral ligament reconstruction using a twinfix ultra pk anchor, due to a patellar dislocation of the left knee. On (B)(6) 2023 the patient was admitted to the hospital because of the development of a wound erythema, the patient's fat liquefied and the wound became infected. The patient underwent debridement and the anchor was removed. Patient recovered well after the surgery and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and this complaint does not defer to a deficiency or an association with the reported adverse event and the s+n twinfix ultra pk anchor. According to the complaint, a debridement was performed on the patient and the s+n twinfix anchor was removed. The impact to the patient was the reported wound erythema, the liquefied fat, the wound infection, hospitalization, and the wound debridement. Since it was reported the patient has recovered well post-procedure and no other complications were reported, no further clinical/medical assessment is warranted at this time. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.